Event description:
Customer reported to beckman coulter, inc (bec) that the synchron lx 20 clinical chemistry system generated two erroneous creatinine results. Customer reported that one erroneous result was reported out of the laboratory. Customer reported that the physician noticed the error. Customer reported that patient treatment was not affected. Customer reported that the result was amended after the sample was rerun on another instrument in the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the creatinine module.

Manufacturer narrative:
Evaluation: results: creatinine module.